Manufacturer narrative:
The DHR was reviewed and it was noticed that this lot had (B)(4) cases that were manufactured from 6/22/17 to 6/25/17. No defects were reported during quality inspections. At the time of this report, the device had not been returned for evaluation. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted. Follow up #1: the sample was evaluated and a very small hole/cut was observed about 4 inches from the center of the drape. It looks to have been caused by a sharp of some sort. Based on the device history record and sample review, this does not appear to be the result of a personnel, process or material issue. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
Per company rep: "staff member noticed significant amount of fluid under drape at the end of the procedure. Filed a complaint form internally. Materials manager notified me and gave me the compromised drape." No patient injury or treatment was reported for the incident.

Manufacturer narrative:
The DHR was reviewed and it was noticed that this lot had (B)(4) cases that were manufactured from 6/22/2017 to 6/25/2017. No defects were reported during quality inspections. At the time of this report, the device had not been returned for evaluation. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
Per company rep: "staff member noticed significant amount of fluid under drape at the end of the procedure. Filed a complaint form internally. Materials manager notified me and gave me the compromised drape." No patient injury or treatment was reported for the incident.